Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported rupture of right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed, opening on the radius side assessed as surgical damage. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observation. Brown particles observed on the gel. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported rupture of right side, "capsule was expansile and much more supple" and malposition. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, h.6

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported rupture of right side. The device has been explanted.